Event description:
It was reported that patient presented in clinic. It was noted that patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. Patient condition was stable.